Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to atrial driven rates with right atrial (ra) lead undersensing. In addition, there was right ventricular (rv) lead oversensing and undersensing present on the electrogram (egm) correlating to the atrial paced beats. No pacing inhibition or asystole greater than two seconds was observed as a result of the reported observations. The patient is scheduled to be seen by an electrophysiologist for further evaluation. The ICD system remains in service at this time. No adverse patient effects were reported.